Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cs300 intra-aortic balloon pump (iabp) unit was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. At this time, the customer has not requested getinge to repair the iabp. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.